Event description:
It was reported that during a remote follow up, an increase in defibrillation impedance was noted on the right ventricular (rv) lead. Provocative testing was performed and the defibrillation impedance remained stable. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.